Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected gradually increasing right ventricular (rv) lead pace and shock impedance measurements. Current shock impedance measurements are greater than 125 ohms. The last delivered shock was in 2014 and the patient paces 0% in the rv. A review of the recorded presenting electrograms from 2018 reveal no abnormal findings. The physician inquired if the patient¿s hypothyroidism could be contributing to this. Boston scientific technical services (ts) was consulted. Ts recommended noted that the rv lead is a single coil lead which results in a smaller total electrode surface area compared to dual coil which can lead to higher shock impedance measurements. Ts also noted that changes within patient¿s clinical condition can impact impedance values as well. Ts recommended additional testing to exclude lead damage or ionization process over the coils related to long periods with no pacing/shocks delivered. If no lead damage is evidence, ts recommends monitoring the patient. No adverse patient effects were reported. The device and lead remain in service.